Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation. They stated that they fell, and ever since then they haven¿t been getting as good of pain relief as they normally get. The patient mentioned that they ended up in the hospital for 3 days; they passed out and fell on (B)(6)2017. They stated that they fell on the side of their stimulator. They thought their stimulation would go back to normal once they healed and their bruising went away, however they are still hurting. The patient was redirected to their healthcare provider. No further complications were reported. The patient was implanted for spinal pain.